Event description:
It was reported that a novum iq large volume pump was not infusing the correct amount during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, and it was noted that there was residue found in the upper left-hand side of the door, and on the underside of the door. Additionally, the tubing channel appeared free and clear of debris. Functional testing was performed which included running two tests of the pump, and it was noted that the two tests were under the acceptable passing range. The reported condition of an under infusion was verified. The cause of the reported condition was a defective large volume pump mechanism. To resolve this issue, the lvp mechanism was replaced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.